Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the perforating tip was detached from the rest of the tubing of a clearlink continu-flo solution set. The issue was observed when the package was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. During visual inspection the tubing was observed separated from the drip chamber. The set underwent dimensional testing, and the tubing was according to specification. The reported condition was verified. The solvent was applied uniformly on the tubing. The device shows a conical shape on the tip. This conical shape is characteristic of joints with low assembly, in addition, there are marks on the chamber that indicate the position of the tube in the assembly. With a low insertion, external forces during the manipulation of the package potentially could separate the assembly. The cause of the condition was determined as a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.